Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes insufficient negative pressure was found during use for two tubes. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.